Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the subject device had a damaged video connector and video cable. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported, the subject device had a damaged video connector and video cable. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. Medical device problem code from no display/image to break. The subject device was evaluated. Damage video connector was not confirmed. Cable leaking was observed. A device history review was completed, and no issues were identified. A labeling review was conducted. No anomalies were found. Per instructions for use (IFU), it states: ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Based on the investigation, no nonconformances were found. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.